Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The complaint includes the unit on continuous pressure of 19, causing mucus in the mask, making him dry and getting a lot of infections. The patient was sick from (B)(6) 2018 to pressure, also they were sick every 2 to 3 weeks using a box of kleenex a day. There was no serious or permanent report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.